Manufacturer narrative:
The commander delivery system was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the screenshots of the procedural cine indicated there appeared to be difficulty aligning the valve, requiring higher push force when a portion of the flex shaft began to compress. Flex tip diving was also noted. Positioning of the valve prior to deployment indicated the valve was not fully aligned on the inflation balloon. The valve appeared to have moved proximally. Valve expanded partially and moved off the balloon proximally during deployment. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Complaint history review from (B)(6) 2020 to (B)(6) 2021 for the edwards commander delivery system (all models and sizes) revealed other complaints based on the appropriate complaint codes. No manufacturing non-conformances were identified during the evaluations. Available information suggests that patient/procedural factors (calcification, tortuosity, vessel size, valve alignment not performed in non-straight section, residual fluid, device locked, high alignment forces, torn balloon, improper de-airing) may have contributed to the complaint events. Per the instructions for use (IFU) and training manuals in a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. Warning: to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Engage the balloon lock. Use the fine adjustment wheel to position the valve between the valve alignment markers. Caution: do not turn the fine adjustment wheel if the balloon lock is not engaged. Do not position the valve past the distal valve alignment marker. This will prevent proper valve deployment. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the provided case imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, 'valve was loaded into e-sheath with extreme difficulty during the gross aligning the valve between markers.' A product risk assessment (pra) captures the prior investigation of this failure mode where high tension conditions can potentially result in proximal valve movement during flex tip retraction. It is possible valve alignment was performed in a non-straight section of the aorta, which can cause the thv to become unseated/non-coaxial from the flex tip during alignment, as evidenced by the observed flex shaft compression and valve diving, which can contribute to fine adjust and gross alignment difficulties and create built-up tension in the system. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. As reported, 'a lot of force needed, with visible tension.' It is likely that the tension was built during valve alignment and was released during flex tip retraction causing the valve to be mispositioned prior to deployment. The valve was not aligned on the inflation balloon prior to deployment, which likely caused the balloon to inflate distally, resulting in asymmetric deployment where the valve moves toward the aorta during inflation. Available information suggests procedural factors (valve alignment performed in non-straight section, high valve alignment forces) contributed to valve alignment difficulties (fine adjust and gross alignment) and procedural factors (built up tension) contributed to valve movement on the balloon during flex tip retraction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in the (B)(6), the patient was ventilated prior to the procedure. There was no difficulty during the insertion of the esheath. The access vessel was not pre-dilated. A 23mm sapien 3 ultra valve was loaded into esheath with extreme difficulty. Difficulties were encountered during the alignment of the valve between the markers. Loading the valve onto the commander delivery system balloon was also very challenging. A lot of force was needed, with visible tension build-up. When the balloon progressed into left ventricle (lv), the patient lost pressure. When the valve crossed the annulus and the pusher was retained, the valve moved on the balloon. The valve migrated up above the annular plane but could not be advanced. The valve was then pulled back to the descending aorta and deployed. A second sapien 3 ultra valve was then prepared and deployed at a final 70/30 aortic/ventricular height with good results. No gradient or aortic regurgitation (ar) was observed on transesophageal echocardiogram (toe). The lv was improving. No damage to the delivery system balloon was reported. No damage was noted along the sheath liner or shaft after removing the esheath. At the time of the report, the patient was well and has been discharged. Both valves remain implanted in the patient.